Event description:
It was reported that there was a hole in the balloon. A 6x150mm, 90cm ranger balloon catheter was advanced for dilatation. During the procedure, the device failed to inflate, and a hole was found in the balloon. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination of the shaft found it to be damaged 205mm distal from the distal end of the strain relief. The returned device was attached to a boston scientific encore inflation unit and the device was inflated, and a leak was noted to be coming out from where the shaft was damaged. The balloon was unable to inflate, due to the damaged shaft. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device.

Event description:
It was reported that there was a hole in the balloon. A 6x150mm, 90cm ranger balloon catheter was advanced for dilatation. During the procedure, the device failed to inflate, and a hole was found in the balloon. There was no patient complications reported.